Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old (B)(6) male patient had impella cp pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs) it was reported impella cp was inserted due to three-vessel lesions from recent mi. The patient's arteriosclerosis was initially strong; however, the pulse of the lower limbs did not touch. As a result, reverse insertion was performed due to lower limb ischemia. It was noted there was blistering due to reperfusion. Additionally, the left arm that was used for pci also developed blisters due to hemostasis which indicates the issue may be patient related. No further information was provided.